Event description:
It was reported by service report that service was needed on the head section of the power pro. No adverse consequences have been reported.

Manufacturer narrative:
Other; head section.